Event description:
Implant placed in the lower right, it failed and was removed 3/18/1998. One person affected.

Manufacturer narrative:
The medical history has been received and reviewed. Infection, compounded by the pt's smoking, is the probable cause of failure.